Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation. It could be duplicated these reported phenomena and it was found bi board failure which caused these reported phenomena. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined that these phenomena were attributed to bi board failure of the subject device. It could not identify the cause of bi board failure. However it might have occurred due to the accidentally electrical component failure on bi board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed, the buttons of the subject device could not function, and the subject device was not turned on during the preparation for use. Those malfunctions sometimes have been occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.